Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, echocardiogram indicated more than mild paravalvular leak (pvl) and a balloon aortic valvuloplasty (bav) was performed. The valve dislodged into the aorta. Subsequently, the valve was snared into the ascending aorta and a 34 mm valve was implanted successfully. Per the physician, it was suspected that the dislodgement occurred due to a premature ventricular contraction (pvc) during controlled pacing. No additional adverse patient effects were reported.